Event description:
In 2004, a patient underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. A follow up CT revealed an endoleak suspected to be a proximal type I endoleak. In 2007, an additional aortic extender component was implanted. The following month, a CT demonstrated contrast in the aneurysm sac from a suspected type ii endoleak. A wait and watch approach was adopted.

Manufacturer narrative:
Please note: additional devices included in this event are as follows: pxa260300; pct231416; and pcc141200.